Event description:
Type of procedure: thoracotomy. According to the reporter: on (B)(6), the procedure was completed with no problem. On (B)(6), reoperation was performed since the postoperative bleeding was confirmed. After clinic visit, the customer developed the chest pain. Then by CT scanning and thoracic cavity drainage, the bleeding of 2000 cc was determined. It is suspected the bleeding came from the lung tissue. At the add'l open surgery, the doctor found a clot of blood around the crossing point of the cut line, but confirmed that it had been already arrested at that time. It seemed that neoveil of reinforcement material had been already melted and absorbed in the tissue and no air leakage was confirmed. As a conclusion, he considers no possibility that the bleeding came from the pleura and lung tissue of the staple line. A certain loss of tissue and the arterial pulsation was confirmed in the part of the area where the staple line might possibly touch the thoracic wall. However, no apparent bleeding was observed there and no trimming of the margin of neoveil sheet was done. The surgeon commented that there seems to be no relation in the concerning product and a cause of the adverse event. The pt is currently in good health, but still in the hospital because he has continuous drainage of pyothorax.